Event description:
A customer had a problem with the kendall dual lumen PICC catheter. The customer alleges "the PICC immediately leaked when flushed after insertion. Leak occurred below the stabilizing wings and had to be removed; no pt injury noted."